Event description:
Per fax, sieve beds are defective s/n (B)(4).per independent repair center statement, unit displaying low o2 or yellow light. The key failure was sieve beds for the component sieve was defective. Additional malfunction was the tie wrap was installed.